Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported system error 305 could not be reproduced or verified through the event history log. However, review of the history log showed multiple system error 345 alarms which was determined as likely what the customer intended to report. A system error 345 was reproduced during evaluation and found to be caused by a failed downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 305 (ds rdng out of range (low)) alarm. There was no patient involvement. No additional information is available.